Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and a pelvic floor repair mesh was implanted. The pt experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
Additional information: dr. (B)(6). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00756. The same patient is represented in each medwatch.

Event description:
Additional information: it was reported that patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted and a hysterectomy was performed. Due to erosion and dyspareunia the patient had the following revisions: (B)(6) 2008 - stitch removed, (B)(6) 2009 - pieces of mesh removed, (B)(6) 2010 - partial mesh removal.

Manufacturer narrative:
Date sent to the FDA: 10/13/2014.

Manufacturer narrative:
Date sent to the FDA: 10/24/2014.

Event description:
It was reported that the patient underwent vaginal mesh partial removal on (B)(6) 2010. It was reported that the patient also underwent vaginal mesh excision on (B)(6) 2010 for vaginal mesh erosion.